Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad implanted: (B)(6) 2018 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient pack was damaged. The patient pack¿s clip on the bag broke and the controller would not be secure in the bag. The patient pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient pack was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving damaged clips on the patient pack can be attributed, but not limited, to wear and/or to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.